Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged surgical site disruption is related to the customizable prevena incision dressing. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Warnings: allergic response: the prevena incision dressing has an acrylic adhesive coating and a skin interface layer with silver, which may present a risk of an adverse reaction in patients who are allergic or hypersensitive to acrylic adhesives or silver. If a patient has a known allergy or hypersensitivity to these materials, do not use prevena incision management system. If any signs of allergic reaction, irritation or hypersensitivity develop, such as redness, swelling, rash, urticaria, or significant pruritus, patient should consult a physician immediately. If bronchospasm or more serious signs of allergic reaction appear, the patient should turn off the therapy and seek immediate emergency medical assistance.

Event description:
On jun 20 2016, the following information was reported to kci by the physician: the physician reported that a customizable prevena incision dressing was placed on a patient post breast reconstruction surgery. The patient was seen for a follow-up visit and upon the removal of the drape the patient had pain and the dressing had also stuck to the areola and started to pull the wound closure apart. There was also, a portion of the incision that was no longer closed when it had been closed during surgery. No additional information provided. Neither the unit's serial number nor the dressing lot number was provided; therefore, kci cannot conduct a device evaluation of the unit or a device history review of the dressing.